Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the oxygenator was not working as well as the user thought it should. The lab blood gases were not correlating with the cdi blood gases. The user later discovered that a student changed the monitor from ph to alpha stats, or vise versa. No known impact or consequence to pt. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).